Event description:
Patient's IV machine malfunctioned to where there is a possibility that air bubbles were infused into the patient. No harm noted. Per (B)(4) from biomed- pump performed as intended. Current settings for 250 microliter air alarm (equivalent to 2.5 ml) as per manufacturer recommended settings and guardrails recommended settings.

Event description:
Patient's IV machine malfunctioned to where there is a possibility that air bubbles were infused into the patient. No harm noted. Per red from biomed- pump performed as intended. Current settings for 250 microliter air alarm (equivalent to 2.5 ml) as per manufacturer recommended settings and guardrails recommended settings.